Manufacturer narrative:
(B)(4).this report is filed july 5, 2013. Implanted fixture remains.

Event description:
Per the clinic, the patient underwent a surgical procedure (type not specified) in (B)(6) 2013 (date not specified). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.